Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced blurry vision. Hence the lens was explanted and replaced with unspecified monofocal lens in a secondary procedure. The clinical reason for explant was mentioned as other mechanical complications of lens. Additional information was received stating that the lens was replaced with a non-company lens and there was no patient harm.